Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance energy log review show that the vessel sealer extend (vse) instrument (lot number: l84240905-0341) was installed 3 times and passed homing 2 times and failed homing 1 time. There were 75 cut complete and 2 cut failed events were recorded. There were 15 jaw angle open, 2 blade dwell recovery, 2 blade jammed and 1 blade recovery events were also noted, indicating that the vse instrument blade could have been exposed or stuck. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a burn mark was observed around the port site where the vessel sealer extend instrument has been used on universal surgical manipulator 4. The burn, which appeared as bruising and was deep purple in color, was noticed at the end of the procedure while the port sites were being closed. Although the severity was not specified, the surgeon did not administer any medical treatment or burn ointment for the reported port site burn. No damage or abnormalities were noted with the instruments or accessories, and the surgical staff did not observe any evidence of electrical arcing during the procedure. The procedure was completed, and the patient did not experience any post-operative complications.